Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the pump touchscreen was delayed in responding to presses. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 500 mg/dl.